Event description:
Deroyal cmc vascular pack. Inside the large basin was a black spec that appeared to be a bug. Inside the tubing was a red substance. Patient was not in the room. We removed the pack and opened a new pack. We saved the items. Pack items with contaminants and packing list saved.